Event description:
Broke/faulty. The customer has informed that the clamp was used for the first time. The customer informed that the device was used for the procedure of removal of the "teen-ager" by the laparoscopy method. The customer reported that during the surgery, the clamp can not be buckled on the needle (lack of tighten). The clamp was replaced with another one from the sterile set. The customer informed that this product experience cause the surgery extension up to 30 minutes. The customer informed that there was a need to do additional anesthesia. The customer states that the surgeon is very experienced and follows the procedure as per operational technique.

Manufacturer narrative:
As part of a quality system improvement plant stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are being submitted under exemption (B) (4). There are 2 event(s) associated with this event type (malfunction) and product code (B) (4).